Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. The physician elected to explant and replace the rv lead. There were no patient consequences.